Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two pieces 6.3 cm from the terminal pin. Visual inspection noted insulation abrasions exposing the outer coils 19 cm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead-on-lead contact. The reported clinical observations are likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead had evidence of oversensed noise which could easily be reproduced in clinic. The lead has been in service since march 2009 and has no prior history of variability in lead performance. Boston scientific technical services (ts) suspected that due to the acute time from generator replacement, the most likely possibilities are a lead integrity issues as a result of intervention or suboptimal lead-to-device connections. An x-ray has was obtained and the results were unremarkable. The physician has elected to monitor the patient. No adverse patient effects were reported and the device remains in service. New information received indicates that the lead was explanted due to suspected lead fracture and/or insulation damage. The lead was damaged during the explant procedure however the pieces are expected to be returned for analysis. The product has been received for analysis.